Event description:
It was reported that the ilet handheld sustained a cracked display while in a pocket, after which the user could not unlock the screen and the top corner was unresponsive to touch; blood glucose was reported at 270 mg/dl, and the device did not issue alerts. Symptoms included feeling unwell and tired. Outcomes included temporary inability to operate the device due to the damaged screen. Investigation included remote troubleshooting and user education. Investigation of this case revealed damage to the screen consistent with physical impact resulting in impaired touchscreen function and loss of usability of the display interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or an external force leading to a cracked screen and touch failure.